Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, a system message displayed and extraction of the silicone oil was not able to be performed. The surgeon manually removed the oil. The case was completed without harm to the patient.